Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device (a) was returned in good visual condition and with two cartridge reloads present. Cartridge (c, d) were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the scrub tech loaded the first black cartridge into the stapler and the knife blade would not advance. We loaded a second cartridge into the jaws and it appeared to be lifting out of the cartridge lower housing at the apex of the jaws. We then discarded the second cartridge because of the way it was lifting out of the back. The surgeon pulled a second stapler and switched to green reloads. Case completed no patient or procedure complications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: when the knife blade would not advance, did the device staple? No. Is the pse60a available for return? Yes.